Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, after which they successfully resumed insulin delivery.